Event description:
Bladder repair with gynecare tension-free vaginal tape in 2002. Experienced extreme vaginal pain in 2002, due to vaginal erosion of the tvt tape. It was necessary to have another surgery in 2003 to partially remove tape to prevent further erosion and permanent damage to urethra. Again, erosion occurred 4 months later, which resulted in another surgery 5 months later for total removal of remnant tape and vaginal exploratory surgery. Future surgeries may be possible if urinary incontinence comes back.